Manufacturer narrative:
The report event of lead fracture was confirmed. As received, microscopic inspection showed the returned lead found all the internal lead wires broken. Additionally, the device history record of the device was reviewed to confirm that all manufacturing steps were completed and there were no non-conformances noted that could have contributed to this issue.

Event description:
It was reported that patients lead was fractured. As a result, surgical intervention was undertaken on (B)(6) 2024 wherein lead was explanted and replaced to address the issue.

Manufacturer narrative:
E1 initial reporter phone number (B)(6). Date of event is estimated.